Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose was 257, 242 and over 300 mg/dl. The customer will put in bolus correction but at times it will seem like if she's not getting any insulin. The customer declined high blood glucose troubleshooting. The product will be returned for analysis.